Event description:
Hcp reported pt diagnosed with mrsa infection of the lumbar region as evidenced by fever, redness, swelling, drainage, pain, and incisional wound opening. The pt was treated with both IV and oral antibiotics and device system explant. The hcp was unable to give any info as to the pt outcome as they have not seen the pt since 8/2001. Pt had an appointment 10/2001 that pt did not keep. The pt did have a risk factor of chronic infection - osteomylitis.